Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), a sales representative reported via sems-(B)(4) that the ar-9545-t15-02 t-15 driver shaft is twisted. This issue was discovered after a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged ar-9545-t15-02 batch 1392329 was received for investigation. Upon visual inspection, it was noted that the driver geometry at the distal tip had twisted, and circular lines were noted close to the tip. A functional test was not performed due to the damage to the distal tip. It was not indicated if the device had been used with a torque-indicating adapter. The most likely cause of this failure is wear and tear from repeatedly torquing/engaging the driver within the screw head, and the extended field use manufacturing date of 2023.